Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation, air leak was noted by flushing the catheter; bubbles were visible in the lumen between the sheath and the three-way stopcock valve. The device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis. It was further reported that fluid leak and air intake was noticed during sheath preparation. The fluid was leaking from the three valve stopcock; no damages were observed on the luer. The air was observed during sheath preparation and no air was observed in the patient.